Event description:
It was reported that it leaked fluid during the insertion.

Manufacturer narrative:
The characteristics of the damage found on the tubing that was returned for eval are consistent with a break in the catheter tubing as apposed to sharp instrumentation. The complaint of catheter breakage is confirmed, user-related. The catheter broke at the distal end of the taper hub. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until he complaint incident occurred. The product instructions for use provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A chr review showed four other similar product complaint file(s) from this lot (200736, 284311, 289976, 289980, 289981).